Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services were consulted for further review and confirmed the reported clinical observations. It was further indicated that the power consumption is increasing in a gradual fashion. Device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported.